Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, post-sensed t-wave oversensing was noted on the ventricular lead. The patient did not receive inappropriate therapy. Programming changes were recommended. The device remains implanted.